Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle was bent and outside of the safety locking mechanism with a bd eclipse¿ needle. The following information was provided by the initial reporter: it was reported that needle was noticed to be bent. It was also reported that the needle was also sitting outside of the safety locking mechanism. Per phone call with customer: no additional information for the "colleague" customer is unsure of the facility it occurred and the lot and material no. Per customer email: while I was preparing a vaccine to administer and changed out the needle before giving it to the child, I noticed that the needle was bent and unsafe to use (this needle had not been used to draw up the vaccine and was in it and 39;s packaging). I safety locked it and went to get a different needle to safely administer the vaccine to the child. The bend on the needle also is a risk, as it sits slightly outside of the safety locking mechanism with a potential for needle stick exposure. When I discussed this with another colleague, she mentioned that this had also happened to her on 3-4 occasions . She had discarded the needles without reporting the issue.

Event description:
It was reported that needle was bent and outside of the safety locking mechanism with a bd eclipse¿ needle. The following information was provided by the initial reporter: it was reported that needle was noticed to be bent. It was also reported that the needle was also sitting outside of the safety locking mechanism. Per phone call with customer: no additional information for the "colleague" customer is unsure of the facility it occurred and the lot and material no. Per customer email: while I was preparing a vaccine to administer and changed out the needle before giving it to the child, I noticed that the needle was bent and unsafe to use (this needle had not been used to draw up the vaccine and was in it and 39;s packaging). I safety locked it and went to get a different needle to safely administer the vaccine to the child. The bend on the needle also is a risk, as it sits slightly outside of the safety locking mechanism with a potential for needle stick exposure. When I discussed this with another colleague, she mentioned that this had also happened to her on 3-4 occasions . She had discarded the needles without reporting the issue.

Manufacturer narrative:
Investigation: during DHR review there were no bent needle rejects at the in-process and outgoing inspection and no quality notifications were raised for the past 12 months on similar reported defect. 1 actual sample in open package was received for investigation. Visual inspectin observed bent cannula and cannula sitting out of the safety locking pin. Probable cause could be at the shield loading station of the assembly machine, there were stray shield parts laying on the track which could have resulted the indexing rack to be out of position causing misalignment of the hub to shield during shield loading process.